Event description:
Account alleged siderail will not latch. Found latch stuck open with some sticky substance that had made its way into the latch assembly. Disassemble and clean latch assembly, reassemble and test function to correct.